Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. A 2477-0007 product was not available for investigation of pr 14925632; the lot number was not available. The feedback provided by the customer states that, "it was observed that one of the dual side clamps was not fully secured even though clamp has applied." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was unavailable and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 2477-0007 set in the past 12 months.

Event description:
The following information was provided by the initial reporter: it was reported that : I am writing to bring to your attention three separate incidents recently identified by my team involving the following product: infusion set ¿ alaris primary, dual spike blood, 180 micron filter, with 1 smartsite needle-free port. It was observed that one of the dual side clamps was not fully secured even though clamp has applied. This resulted in the fluid bag emptying prematurely at the end of the transfusion. We are currently in the process of identifying the specific lot/batch involved. In the meantime, I would like to ask whether your team is aware of any similar incidents or reports from other sites that may be related. Please let me know if you require any further details from our end.